Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a display issue occurred with the pump, described as a dark blue screen, which prevented the customer from interacting with the device. There was no reported impact on the customer¿s blood glucose level, and specific values were not provided. The customer declined to share information about their backup therapy for insulin delivery.